Event description:
The facility reported a pump with failure code 814:04. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16 2007. Evaluation summary: the reported conditon of failure code 814:04 could not be confirmed in the pump's event history file during product evaluation. Inspection of the device also could not duplicated this failure code and therefore no corrections to the pump were performed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.